Event description:
It was reported that the implantable neurostimulator system was removed secondary to swelling at the pocket site. Upon opening the pocket, purulent fluid was found and it was decided to remove the device. The pocket was rinsed with hydrogen peroxide and closed with a drain left in place. A new pocket was created and the leads were removed through the new pocket. The new pocket and leads were cleaned with hydrogen peroxide. Vancomycin was added to the pocket and it was sutured closed. Cultures were taken but the organism was not known. It was reported that the patient recovered without sequela.

Manufacturer narrative:
Lead model 39565-65 , serial #(B)(4) , implanted: (B)(6) 2011: explanted: (B)(6) 2011; antenna model 37092, serial # (B)(4); programmer model 37743, serial # (B)(4) recharger system model 37752, serial #(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was to be scheduled for implantation of a new implantable neurostimulator (ins) in the near future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.